Event description:
The customer contacted stryker to report that the defibrillation pads were not adhering properly to the patient. In this state the device may not be able to deliver defibrillation therapy if needed. The patient involved in the reported event did not survive.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Due to character limitations section a1, patient identifier, was left blank. The patient identifier number is (B)(6). The customer informed stryker that the device will not be returned and that the defibrillation pads were disposed of in the field. The cause of the reported issue could not be determined. The customer received replacement pads under warranty. Stryker performed a clinical assessment of the event and determined that the device use did not contribute to the patient's outcome. The customer stated the arrest was unwitnessed, with the patient¿s last known well time 8 hours prior. There was a delay to initiating CPR, as there was question regarding patient¿s code status. Ems arrived within a few minutes after cr2 application, and the initial rhythm was asystole. With every minute of delayed defibrillation, a patient¿s chance of survival decreases by 6%. Based on this information, it is unlikely the device contributed to the patient¿s reported outcome.